Event description:
The surgeon reported following to the sales rep., broken nail, according to the doctor the nail is broken through the collum lag screw hole. A (B)(6) male, previous coronar bypass-operation who suffers from a pertrochanteric femur fracture in the left leg. Operation with a gamma3 nail was done on (B)(6) 2009. At 8 months post-op the nail broke. The pt is followed at the clinic afterwards and a healing with callus formation is seen. X-rays show signs of caput necrosis. The pt has increased pains which localizes to the left groin and radiates to the knee. Pain in every step. Limps when walking. Nail removed (B)(6) 2012. The fracture seems to have healed. We (the hosp) discuss different treatment alternatives. Revision is ...

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.